Event description:
The pt had two leads implanted with the same lot number. It was reported the pt had two supraorbital (off label) leads implanted and they had come through the skin. Cultures were taken and confirmed the lead sites were infected. The physician explanted both leads and left the ipg implanted. The pt is being treated with antibiotics.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.